Manufacturer narrative:
The returned c-t ii port closure, 10/12 (mm) is under investigation by our engineering department. (B)(4).

Event description:
Retrospective review of this event confirmed the initial pass of the suture passer through the suture guide device port encountered no problem. However, when the surgeon inserted the suture passer through the suture guide a second time, a piece of the white plastic was observed inside the pt cavity. The shaving was retrieved and the port was closed without difficulty.